Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the operator found that the working pressure could not be reached and that the pump leaked water when the user tried to inflate the balloon using a pump. The balloon dilation catheter was then removed and replaced with a new one to continue the procedure, causing no adverse impact on the patient.

Manufacturer narrative:
Per investigational findings, bd has determined this MDR as not reportable as the reported event was confirmed as user related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the operator found that the working pressure could not be reached and that the pump leaked water when the user tried to inflate the balloon using a pump. The balloon dilation catheter was then removed and replaced with a new one to continue the procedure, causing no adverse impact on the patient.